Event description:
According to the reporter, pre operatively, the device could not cut at all. Device did not activate. There was no patient involvement. Analysis found that insulation on tip of jaws had chipped off, piece not returned.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tooth of the blade safety was broken, piece was not returned and there was evidence of use on the device. Insulation on tip of jaws had chipped off, piece not returned. Functionally, the broken blade safety tooth is consistent with misuse. The device was disassembled, and it was determined that with the broken tooth, the blade safety could not be pushed out of the way when closing the jaws, resulting in the inability for the knife blade to advance. Insulation damage was consistent with the failure mode caused by off label use of excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured; it was found to be within specification. The device was plugged in and detected by both ls10 and generators. The device was activated multiple times on a saline soaked gauze pad with satisfactory results and all seal cycles were completed satisfactorily; end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device had a cutting issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a damaged/missing insulation. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. If information is provided in the future, a supplemental report will be issued.